Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance low out of range. Technical services (ts) was consulted and noted low intrinsic amplitude. The lead remains in service. No adverse patient effects were reported.